Event description:
It was reported that treatment was attempted on a moderately stenosed and heavily calcified, proximal lad lesion. The lesion was pre-dilated and a stent was implanted. The imaging catheter was used to check the lesion and was broken in patient's body. A filter wire was used to remove the distal separated section from the patient's body. It was also reported that the patient is listed as "clear".

Manufacturer narrative:
A device history record review was not performed since batch/lot/serial numbers were not provided. Due to the device not being returned for technical analysis, no conclusion can be drawn.